Event description:
It was reported the patient experienced pain at the implant site and over their abdomen. It was stated the patient felt this pain after having a head MRI. About 2-5 minutes into the MRI scan, it was indicated the patient "had to stop." It was further stated that patient felt like the implantable neurostimulator was being "ripped" out of their body. Lead movement was also reportedly felt. The device was off during the scan and it was indicated the MRI facility followed the correct guidelines. Stimulation was turned back on, but it was stated that the patient felt like their stimulation sensation had moved. It was later reported that the patient also experienced a burning sensation during the MRI at the implant site in the buttock. The discomfort and pain that was reported was also felt in the coccyx and bladder area. It was noted that the patient had a pulsing sensation when the MRI scan started. It was unclear if the pain sensation stopped after the scan was stopped. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Information reviewed indicated that patient the stimulation was supposed to be in a slightly different area then it was before. It was noted that the stimulation was further forward in my bicycle seat area than was patient was before. It was also indicated that patient felt like her implant had shifted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01q9q, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).